Manufacturer narrative:
The pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Reportedly, the customer's bg meter registered a "high" reading; however, the exact value was not provided. To address the bg level, the customer administered a manual injection. System check with tandem technical support showed that an auto-off alarm occurred. Reportedly, the alarm was not cleared for 45 minutes, and the customer was not connected and showering during that time frame. Additionally, champagne-sized air bubbles was observed. Prior to calling tandem technical support, the customer changed out the supplies and when loading the supplies on the pump, the customer reported that the insulin dripped out slowly and the customer only saw a few drops during fill tubing. After 5 units of fill tubing with tandem technical support, the customer reported insulin dripped out consistently. During a follow-up call, the customer reported bg level continued to register a "high" reading on the bg meter. The customer reported having his wisdom teeth removed recently and health care provider (hcp) reported that the stress after can lead to elevated bg levels. Recommendation was made to change the infusion site; however, customer declined. Additionally, the customer reported having 2.06 units of insulin on board (iob). The customer declined further follow-up from tandem technical support and stated feeling comfortable after consulting with hcp.